Manufacturer narrative:
The biomedical engineer (bme) reported that the hr waveform does not match actual measurement on this bedside monitor (bsm). The customer stated that the waveform for the unit will change from what the measured value reads, but that the measurement will remain steady and never change. Nihon kohden technical support (tech support) suspected the issue may be clinical in nature, but customer stated that they swapped out the device and the reported issue did not show up and all worked as expected. Tech support informed the customer that the issue sounds like a problem with the unit itself and informed the customer that we can set up a repair ticket for the unit. The customer became upset that tech support could not offer a list of parts for them to replace. Nihon kohden technical support (tech support) once again called and spoke with the biomed to follow up on the device and was told that issue was resolved. Then the customer hung up on them. No patient harm was reported. Attempt #1: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3: (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Event description:
The biomedical engineer (bme) reported that the hr waveform does not match actual measurement on this bedside monitor (bsm). The customer stated that the waveform for the unit will change from what the measured value reads, but that the measurement will remain steady and never change. Nihon kohden technical support (tech support) suspected the issue may be clinical in nature, but customer stated that they swapped out the device and the reported issue did not show up and all worked as expected. Tech support informed the customer that the issue sounds like a problem with the unit itself and informed the customer that we can set up a repair ticket for the unit. The customer became upset that tech support could not offer a list of parts for them to replace. Nihon kohden technical support (tech support) once again called and spoke with the biomed to follow up on the device and was told that issue was resolved. Then the customer hung up on them. No patient harm was reported.